Event description:
Revision surgery due to instability.

Manufacturer narrative:
The agent reported, patient was unstable. Doctor removed glenoid and poly. Put in 40mm +8 glenoid, 8 spacer and 40mm +4 semi-constrained poly. 56 yr old male. Complaint has been evaluated and is similar to report number 1644408-2019-01037; s814 - stability, poor joint, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.